Event description:
Hill-rom received a report from a hill-rom the right siderail is not latching. The bed was located at the account in the recovery department. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the end tube being broken in half. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007, 2008 and 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the end tube to resolve the issue. Based on this info, no further action is required.